Event description:
The evis exera ii duodenovideoscope was returned as part of the annual inspection process. During routine inspection of the device by olympus, the following reportable malfunction was found: the air and water tube / cylinder had foreign objects. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the annual inspection process, the device evaluation found that the air and water tube / cylinder had foreign objects. Additional findings include the following: the grip had a scratch, the switch box had a scratch, the air / water cylinder had no color, the suction cylinder had no color, the color ring had a crack, the switch printed circuit board had corrosion due to water leakage, the electrical connector had corrosion due to water leakage, the flexible printed circuit board had corrosion due to water leakage, the forceps could not be inserted smoothly due to damage on the channel tube, the connecting tube had buckling, the adhesive around the light guide lens had wear, the adhesive around the objective lens had wear, there was corrosion around the forceps elevator, and the universal cord had a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.